Event description:
It was reported that during the procedure, the distal tip of subject guidewire got fractured inside a balloon catheter. No additional information available.

Manufacturer narrative:
H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product meet specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent 102 cm from the proximal end. The guidewire was noted to be broken/fractured approx. 206 cm from the proximal end. The distal section of the wire was not returned. The functional inspection was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the distal tip of the subject guidewire got fractured inside the microcatheter during use. Additional information provided by the customer indicated that there was no anomaly noted to the packaging/device prior to use on the patient the device was returned for analysis, and it was noted that the guidewire was noted to be kinked/bent 102 cm from the proximal end and was also broken/fractured approx. 206 cm from the proximal end. It is probable that the guidewire was fractured as it was torqued to overcome resistance. As per the guidewire IFU: "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action. An assignable cause of procedural factors will be assigned to the reported and analysed ¿guidewire distal tip broken/fractured during use¿, and to the analysed ¿guidewire kinked/bent¿, as the issue is associated with a product that meets company design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the distal tip of subject guidewire got fractured inside a balloon catheter. No additional information available.